Manufacturer narrative:
(B)(4). (B)(6). (B)(4).

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment.

Manufacturer narrative:
Exemption number: e2013003. Covidien is submitting this report of behalf of c.r. Bard, inc., (importer). C.r. Bard reference number: (B)(4).

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Alleged complications: pain, urinary problems, bowels issues and dyspareunia.

Manufacturer narrative:
9617613 if information is provided in the future, a supplemental report will be issued.

Event description:
Per additional information received, the patient has experienced pain, unspecified urinary problems, unspecified bowel problems, and dyspareunia.

Manufacturer narrative:
Additional information: describe event or problem, other relevant history, brand name, common device name, model #/lot #, if follow-up, what type?, PMA#, type of reports.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The procedure performed was a sling pubovaginal suspension. The preoperative and postoperative diagnosis was stress urinary incontinence, grade 2.